Event description:
The customer stated that she tested her blood glucose using her contour meter and an accu-chek meter. The contour read 69 mg/dl, while the accu-chek read 204 mg/dl. The difference between the readings fell in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.